Event description:
It was reported by the patient's spouse that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on (B)(6) 2025 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2025. The patient was discovered by her spouse when he awoke in the morning. The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient to the morgue. The pdrn stated the primary cause of death was cardiac arrest secondary to her extensive cardiac comorbid conditions (e.g., atrial fibrillation, coronary artery disease, underwent multiple cardiac catheterizations with stenting. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when he expired. The pdrn attributed causality to the patients¿ significant cardiac comorbid conditions. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the patient's spouse that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired on 2/jul/2025 while undergoing ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home while undergoing ccpd therapy on (B)(6) 2025. The patient was discovered by her spouse when he awoke in the morning. The pdrn reported the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2025 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing in the home and transported the patient to the morgue. The pdrn stated the primary cause of death was cardiac arrest secondary to her extensive cardiac comorbid conditions (e.g., atrial fibrillation, coronary artery disease, underwent multiple cardiac catheterizations with stenting. The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage on the top cover and rear panel. There were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.